Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. The returned device has the stent fully mounted onto the delivery system. A visual examination found that the outer sheath had completely separated at the guidewire access port. As a result, stent deployment could not be attempted. Additionally, the outer sheath at the distal end of the device, covering the stent, was accordioned at two spots. The device was dissected at the guidewire access port break and it was noted that the inner sheath could move following dissection but with some resistance. It was also noted that the inner shaft was bent. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the device was returned with the stent fully mounted onto the delivery system. The damage noted with the device could have been caused by the application of excessive force to the delivery system. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used in the pancreas during an ercp with stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat an approximately 30mm stricture in the biliary duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent got stuck and failed to deploy. When the stent was removed from the scope, it was noted that the coating on the metal part of the guidewire had peeled off. The procedure was completed with another wallflex¿ biliary rx stent and guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; outer sheath had completely separated at the guidewire access port.